Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive twice in a row for an unexpected contamination; the scope was reported to have passed a third biomonitoring test, however, request device inspection. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided cds processes where no obvious deviations from instructions for use (IFU) were identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date:(B)(6) 2025 sampling from: all channels cfu:1-10 cfu. Bacterial identification: meyerozyma (candida) guilliermondii isolated. Sampling date:(B)(6) 2025 sampling from: all channels cfu:10-100 cfu. Bacterial identification: meyerozyma (candida) guilliermondii isolated. Cfu:1-10 cfu. Bacterial identification: enterococcus casseliflavus isolated. Cfu:1-10 cfu. Bacterial identification: enterococcus raffinosus isolated. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, the scope was not microbiologically tested by olympus olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.